Event description:
It was reported that the customer experienced a possible insertion site occlusion. The customer performed an infusion set change. The customer's blood glucose was unknown. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.